Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the customer was having issues with no delivery alarms. The customer changed set several times, but alarm continued. The customer's blood glucose was 276mg/dl, treated with manual injection. Customer stated the insulin did not exit. Customer stated they are unable to push insulin through tubing. The customer was advised to replace infusion set and reservoir.